Event description:
It was reported that there was a possible thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician gained access to the patient and then inserted the versacross connect with the was. The physician brought the devices into the superior vena cava and began to tent the septum when the physician noted a possible thrombus attached to a hemodialysis catheter. The physician aspirated this out of the patient, and it appeared to be tissue and not thrombus. The procedure was continued and after inserting the versacross wire through the was, the physician noted the possible thrombus again. At this point, the physician made the decision to end the procedure. No closure device was attempted to be implanted in the patient. The patient was extubated post procedure with no complications being reported as a result of this event.